Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿detached downstream occlusion (dso) seal, missing battery bumpers¿ was confirmed through visual inspection. The dso seal delaminated, pogo covers missing. Replaced dso seal and pogo covers. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a pump had detached downstream occlusion seal, and missing battery bumpers. There was no patient involvement. The product fault occurred during testing.